Event description:
IV tubing not working properly. I connected the secondary IV tubing to the primary IV tubing to administer IV tylenol for post-op pain. Tubing would not flow once the secondary tubing was connected. All connections and clamps were double checked that they were open and functional. This caused a delay in administration of the IV tylenol for pain. Once the IV tubing was changed out to the icumedical brand of tubing the lr and the IV tylenol was able to flow appropriately.